Manufacturer narrative:
Concomitant medical products: vamc3430c150tu and vamf3430c150tu implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined high impedance, low impedance, noise, and "unstable" impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 22 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.